Event description:
Additional information indicates surgical intervention took place on (B)(6)2020 wherein an additional lead was added to improve coverage .

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient got trialed on (B)(6) 2020 to get better coverage for his lower back pain. Patient's current system was not providing relief for his back and was only working for his legs. The trial was successful in providing the back coverage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.